Manufacturer narrative:
The original product associated with this complaint was discarded. However, a 5f tempo aqua guiding catheter from the same lot was returned and the analysis for this product is as follows: a sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis folded in its original sealed pouch inside a plastic bag identified as catalog srd7085, lot 15976636. Per visual analysis, besides a couple kinks observed on body catheter no other defects noted on the product. Kinks found at 17.7 cm and at 48.5 cm from hub. Kinks most probably due to the folded received condition of unit. No other anomalies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter od and ID close to the kinked areas were measured and results were found within specification. The complaint reported by the customer as ¿coronary artery dissection¿ could not be evaluated due to the nature of complaint. However, a couple kinks were observed on body of catheter received. Kinks most probably due to the folded received condition of unit. No corrective or preventive action will be taken at this time since complaint unit received did not present any indication of manufacturing defect or anomaly that could contributed to the event as reported. The gender of the patient is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
According to the affiliate, a long dissection in the right coronary artery occurred while contrast material was being injected into a 5f tempo-5 aqua diagnostic catheter. The lesion was 15mm long and normally calcified. In order to treat the dissection, the vessel needed to be stented. The original product was destroyed. A product from the same lot will be returned for analysis.

Manufacturer narrative:
Additional information: the procedure was an elective diagnostic procedure. The diagnostic catheter was used in the right coronary artery (rca) and in the opening of the rca as well. There was no lesion and no stenosis. An acist device was used to inject the contrast media. It is possible there was a malfunction of the tempo-5 catheter; however, it is unknown what it could be. The physician believed the cause of the dissection was due to the catheter. A grade e dissection of the rca had occurred and it was flow limiting. The patient was symptomatic as a result of the dissection. The timi flow following treatment of stenting was 3. The patient is currently stable. Complaint conclusion: according to the affiliate, a long dissection in the right coronary artery occurred while contrast material was being injected into a 5f tempo-5 aqua diagnostic catheter. The dissection was treated with stenting. The patient is current stable. The procedure was an elective diagnostic procedure. The lesion was 15mm long and normally calcified. There was no lesion and no stenosis. The 5f tempo-5 aqua diagnostic catheter was used in the right coronary artery (rca) and in the opening of the rca as well. An acist device was used to inject the contrast media. However, as the contrast material was being injected, a long dissection of the rca occurred. The dissection was found to be a grade e dissection and it was flow limiting. It is possible there was a malfunction of the tempo-5 catheter; however, it is unknown what it could be. The physician believed the cause of the dissection was due to the catheter. The patient was symptomatic as a result of the dissection. In order to treat the dissection, the vessel needed to be stented. The timi flow following treatment of stenting was 3. The patient is currently stable. The original product was destroyed. However, a product from the same lot was returned for analysis. A sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis folded in its original sealed pouch inside a plastic bag identified as catalog srd7085, lot 15976636. Per visual analysis, besides a couple kinks observed on body catheter, no other defects noted on the product. Kinks found at 17.7 cm and at 48.5 cm from hub. Kinks most probably due to the folded received condition of unit. No other anomalies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter od and ID close to the kinked areas were measured and results were found within specification. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The complaint reported by the customer as ¿coronary artery dissection¿ could not be evaluated due to the nature of complaint. However, a couple kinks were observed on body of catheter received. Kinks most probably due to the folded received condition of unit. No corrective or preventive actions will be taken at this time since complaint unit received did not present any indication of manufacturing defect or anomaly that could contributed to the event as reported.

Manufacturer narrative:
Additional information was reported in the film review:the study was a diagnostic catheterization using a 5 french system and a tempo-5 catheter with a acist device for injection of contrast. There was no evidence of significant atherosclerotic cardiovascular disease on the left coronary injection which was performed uneventfully and upon the right coronary injection there was evidence of what appeared to be a traumatic perforation and dissection of the proximal portion of the right coronary artery, presence of a pseudo-aneurysm without flow and contrast staining was visualized. In view of symptoms and flow limitations, the dissection was treated using a stent. At the end of the procedure there was an acceptable result with timi grade 3 flow. Complaint conclusion updated to include film review findings: according to the affiliate, a long dissection in the right coronary artery occurred while contrast material was being injected into a 5f tempo-5 aqua diagnostic catheter. The dissection was treated with stenting. The patient is current stable. The procedure was an elective diagnostic procedure. The lesion was 15mm long and normally calcified. There was no lesion and no stenosis. The 5f tempo-5 aqua diagnostic catheter was used in the right coronary artery (rca) and in the opening of the rca as well. An acist device was used to inject the contrast media. However, as the contrast material was being injected, a long dissection of the rca occurred. The dissection was found to be a grade e dissection and it was flow limiting. It is possible there was a malfunction of the tempo-5 catheter; however, it is unknown what it could be. The physician believed the cause of the dissection was due to the catheter. The patient was symptomatic as a result of the dissection. In order to treat the dissection, the vessel needed to be stented. The timi flow following treatment of stenting was 3. The patient is currently stable. Procedural films were received for review which note ¿the case referred, sr# (B)(4)contained a single cd rom and a brief narrative description, the study was a diagnostic catheterization using a 5 french system and a tempo-5 catheter with a acist device for injection of contrast. There was no evidence of significant atherosclerotic cardiovascular disease on the left coronary injection which was performed uneventfully and upon the right coronary injection there was evidence of what appeared to be a traumatic perforation and dissection of the proximal portion of the right coronary artery. Presence of a pseudo-aneurysm without flow and contrast staining was visualized. In view of symptoms and flow limitations, the dissection was treated using a stent. At the end of the procedure there was an acceptable result with timi grade 3 flow. I suspect that the catheter, upon engagement of the right coronary, may have led to the trauma to this vessel which resulted in a dissection and contained perforation. I have no information with regard to the acist device and specifically how much contrast and what flow rate was utilized but I do believe that either trauma from the tip of the catheter or bio-trauma from the injection led to this complication, no other anatomical features that may have further led to the findings in that the origins of the right coronary artery appear appropriate from the right coronary cusp, there was not extreme angulation nor was there information about difficulty in engaging the catheter, in summary, the findings suggest operational factors led to the complication.¿ the original product was destroyed. However, a product from the same lot was returned for analysis. A sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis folded in its original sealed pouch inside a plastic bag identified as catalog srd7085, lot 15976636. Per visual analysis, besides a couple kinks observed on body catheter, no other defects noted on the product. Kinks found at 17.7 cm and at 48.5 cm from hub. Kinks most probably due to the folded received condition of unit. No other anomalies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The catheter od and ID close to the kinked areas were measured and results were found within specification. The original complaint product was not returned however the reported dissection was confirmed through procedural film review. Vessel dissection is a known procedural complication and an inherent risk of this type of procedure and does not represent device malfunction. Vessel characteristics and/or procedural factors (such as deep seating of the guide catheter into the ostium of the vessel) may contribute to dissection. Coronary dissection/perforation caused during percutaneous coronary procedures can evolve into pseudoaneurysm. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. No anomalies were observed in the returned device. Neither the film review, analysis nor the DHR suggest that the reported coronary artery dissection could be related to the design and manufacturing process of the device; therefore, no corrective or preventive actions will be taken at this time.